Event description:
The department of health and human services sent notification of a medwatch to baxter corporate product surveillance regarding a buretrol solution set in which the buretrol cracked. According to the report, the buretrol solution set was connected to a (B)(6) patient. The nurse check the patient IV fluid at 20:25. The medication being administered was dextrose/normal saline and 20 meq potassium chloride at 85cc/hour. The nurse attempted to squeeze the buretrol to increase the amount of fluids and the buretrol cracked. The facility was aware the buretrol should not be pumped. However, the facility indicated this is the practice of their staff. The nurse immediately changed the entire line and therapy continued as normal. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.